Event description:
Ivc rep states the brake will let chair go 2-3 inches in reverse on a ramp. Tech advised the rep to increase braking more and to try turning off g-trc.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.